Manufacturer narrative:
Physio-control further evaluated the device. From the downloaded device data it was observed that the service wrench icon was set when the device recovered from depleted internal hybrid layer capacitor (hlc) batteries, approximately 4 months ago. The depletion was caused by excessive user power on cycles. The device has approximately 12.1 hours of life time on time. It was determined that the cause of the reported issue was due to the device having had a large force/pressure that has broken the upper case on/off lid latch bar from the case. This kept the device from powering on. The lid and upper case had marks indicating the lid was disconnected from the hinge points, and slid back over the upper case readiness indicator section.  A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the readiness display on their device was unclear. They had replaced the charge-pak battery charger and the electrodes, but the issue remained. During device evaluation, physio-control observed that the service wrench icon was showing in the readiness display. In addition it was observed that the lid release clip was broken and that the on/off button didn't function. The device could not be powered on. There was no patient use associated with the reported event.